Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when disconnecting blood vessel during a throcoscopic pneumothorax surgery, the device can't fire. The device was replaced complete the case. There was no patient injury.